Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal femoral nail anti-rotation (pfna) handle could not be attached to the insertion handle correctly. The connection bolt would not screw in. A second nail was opened and was attached without any problems. No delay or patient harm was reported. This is report 3 of 3 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the interface pin, which is attached to the nail, has a clearly visible dent at one corner. The dent at the interface pin can be clearly identified as the cause of the complained malfunction. This dent has the effect that the material in the corner is compressed, therefore the pin is out of specification. When the pin is measured at the bottom, the result is 4.99mm which is within the specification. However, if the pin is measured on top, where the material is compressed, the resulted measurement is 5.11mm, which is out of the specification. This deviation caused the hard fit of the handle on the nail. The investigation concludes these factors exclude any fault of the nail or the connection screw. The passivated layer is worn out at the dent this indicates that this damage was caused post-manufacturing, for example by a hit with another instrument. A review of the device history records was performed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.